Event description:
Pt reported a button on the infusion device is non-functional. He changed the battery, and the infusion device displayed an e8 power interrupt error. He was unable to confirm the error message due to the defective button. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment form a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.